Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The device didn't returned, because the device will be repaired by the distributor technician. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Device leaky, ift loosened. This event occurred at the time of during inspection. There was no report of patient harm.